Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.b3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva was difficult to disengage. The following information was provided by the initial reporter: difficult to pull needle out, makes a strange noise when doing so.